Manufacturer narrative:
(B)(4) (importer) is submitting this report on behalf of (B)(4) (manufacturer). Exemption number: e2014018. Manufacturing site evaluation: evaluation on-going.

Event description:
Country of complaint: france. It is reported that an electrical injury occurred during surgery. It appears to be due to damaged insulation of an external tube of a monopolar electrode.